Event description:
The patient was admitted to the hospital with dka and elevated blood glucose. When the patient's blood glucose was checked at the hospital, it registered at 900 mg/dl. The patient reported symptoms of being tired, thirst and frequent urination. The patient's normal blood glucose range is 150-250 mg/dl. While at the hospital, the patient was treated with an insulin drip and IV to rehydrate her. The patient stayed in the hospital for 3 to 4 hours and was released that night after her readings went down. The patient returned home, but her blood glucose elevated again so she called the ambulance. The patient was again placed on an insulin drip and IV drip. While at the hospital, she was informed that she had an infection and they gave her antibiotics before she was discharged from the hospital. The patient stated that she was wearing the infusion device and also giving herself insulin injections, but her blood glucose was still hard to control. After returning home, the patient reported that she was still feeling tired all the time and her blood glucose was still going up even though she kept bolusing to help bring her blood glucose down. A request for patient training was submitted. Information regarding training is not yet available. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.